Event description:
Customer reportedly received results of 265 mg/dl on her meter and 136 mg/dl within 10 minutes on the same device. Customer was taken to the hospital due to the flu and rec'd results of 193 mg/dl on her meter and 80 mg/dl on a professional's meter. L1 control was run and in range. Adverse event is unrelated to the device. Requested return of suspect device and replacement was sent.